Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 70 mg/dl at the time of the report. Troubleshooting was performed. The customer stated that she feels the evening basal rate was wrong on the insulin pump. The customer was assisted with lowering the evening basal rate from 0.6 units to 0.5 units per hour. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.